Event description:
It was reported that during an unknown procedure, after placing the first clip, the applier was stuck on the vessel. The device remained closed on the tissue. Another like device was used to clamp the vessel before cutting the tissue surrounding the blocked applier, which was finally removed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with the nose open due to an insufficient nose weld. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. No functional test could be performed with the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the staples were not fully forming a box shape. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.